Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, and migration have been ruled out as potential causes. The patient suspects the blisters were caused by an insect bite and not the stimwave device or wearable. The stimulator is used to treat pain.  The provided information does not evidence that the curonix device contributed to the issue and the blister is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearables. Wearables rates remain acceptably low; thus, CAPA is not required. Wearables rates will continue to be tracked and trended.

Event description:
The patient reported a blister under their wearable arm strap, making it uncomfortable to wear. The blister is well away from the antenna and the lead, and the patient suspects it could be an insect bite. The patient used their own surgical kit, popped the blister, and dressed the area. They are feeling well and wearing their device.